Event description:
Na.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation, component codes). Nurse wanted to verify troubleshooting of a gas loss alarm was done correctly. He stated the patient is very sick and on a ventilator with a high peep setting. Esp personal and nurse reviewed the troubleshooting of the alarm, and he had performed it correctly. There are no signs of blood in the helium tubing. Esp personal and nurse reviewed the clinical reasons the alarm would be present.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). Reviewed the troubleshooting of the alarm and performed it correctly. There are no signs of blood in the helium tubing.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.